Manufacturer narrative:
Findings: unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with minor scratches on lcd window. Unit received with cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that plastic piece missing in the reservoir compartment. The customer doesn't know how damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.